Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact. All of the keypad buttons were found to be responding. The keypad was removed and no contamination was observed.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - correction: the results codes 859 and 142 are removed. The corrected results code is 708. The conclusion code 65 is added.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that the down arrow keypad button was intermittently unresponsive. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with eye glass cloths and an air blower. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.